Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This pi is for the joint replacement implants. It was reported that the patient's left hip (mako posterior approach) was revised due to failure of the shell. The shell spun out and broke a screw. No trauma was reported. Patient was revised from a size 52mm trident shell to a 68mm ras shell.